Manufacturer narrative:
The patients age was not reported; however, it was reported that the patient is over 18 years old. The complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. (B)(4). The device has been implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that spaceoar was implanted during spaceoar placement procedure performed on (B)(6) 2019. Reportedly, the patient had fiducial markers placed prior to spaceoar implantation. Additionally, chlorhexadine was used to prepare the area for the procedure and a cefotaxime (antibiotic) drip was given for preoperative prophylaxis. According to the complainant, the patient suffered anaphylactic shock with facial edema, difficulty breathing and generalized shaking ninety minutes after spaceoar implant and was treated with standard resuscitation protocol of adrenalin, hydrocortisone, and chlorpheniramine by the attending anaesthetist. Ninety minutes post treatment the patient became mildly anaphylactoid again. Further treatment was given and patient recovered in the intensive treatment unit (itu) overnight. The patient was discharged the next day. The patient will be referred to an allergy specialist. As of september 3, 2019 the patients condition was fine and radiation treatment has started.